Event description:
It was reported that the patient was implanted on or about (B)(6), and on (B)(6) reported that there was pus draining out of the pocket and that it was hot after charging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), product typ lead product ID 3777-60, serial# (B)(4), product typ lead product ID 37754, serial# (B)(4), product typ recharger product ID 37744, lot# serial# (B)(4), product typ programmer, (B)(4).

Event description:
Additional information received reported that the patient saw her physician for a follow-up appointment on (B)(6) 2012 at which time her wound was healing nicely and her sutures were removed. After the follow-up appointment, the patient stated that she "had an infection at both incisions." The patient was encouraged to make an additional appointment with her physician but did not keep her appointment. The patient did not contact her physician's office on (B)(6) 2012; the status of the patient's post-operative wound was unknown and undocumented by her physician. If additional information is received, it will be included in a supplemental report.